Event description:
It was reported in 2007, a stenting procedure to treat intracranial atherosclerotic disease in the vertebro-basilar junction under hde (humanitarian device exemption) designation. Pre-procedure stenosis is unk. Predilation with a balloon catheter was performed, followed by implantation of 2 stents (one is subject device), one overlapping another. Residual stenosis is unk. The "..pt had a transient bradycardia during index procedure. The pt also developed an asymptomatic intracranial hemorrhage during index procedure. Pt was treated with medications for both events. Both events resolved without residual effects." The next day, the "..pt developed asystole post index procedure, prior to discharge.. Pt was treated with medications. Event resolved without residual effects." The following day, the "..pt developed a recurrent asystole post index procedure, prior to discharge.. Pt was treated with medications and was implanted with an external pacemaker."

Manufacturer narrative:
Based on the information known at this time, boston scientific cannot conclusively determine the cause of the user's experience. No conclusion can be drawn. Because the device remains implanted, no evaluation will be performed.